Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 437 mg/dl. Customer declined troubleshooting for high blood glucose reading. Customer also reported motor error alarm. Drive support was normal. Customer was able to rewind the insulin pump. Customer was advised displacement and manual prime was successful. Customer did not report motion encoder error alarm. Customer insulin pump will not be returning for analysis.